Event description:
The user reported that the device leaked from under the cap, this device will be returned. The user reported two additional events with the same lot number. No harm or injury reported. This is one of three reports for this complaint: 1721504-2012-00038, 1721504-2012-00040.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation/investigation. A follow up report will be sent when the investigation has been completed. Evaluation: conclusion not yet available-evaluation in progress.